Event description:
In 1998, pt underwent aortic valve replacemnt with homograft and three-vessel coronary artery bypass. Over the following year, the pt developed +4 aortic insufficiency. In 1999, pt was re-operated to identify cause of insufficiency. Surgeon identified a false aneurysm in conduit of valve and a perforation in the aortic wall just superior to the non-coronary sinus, causing dilatation of ascending aorta with disruption/splaying of the leaflets. The valve was left implanted as the leaflets were non-damaged and functioning. Surgeon explanted the ascending aortic root conduit and replaced it with a hemashield tube graft.